Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician inserted the sheath, upon removing the dilator and aspirating there was an observed fluid leak out of the valve area of the sheath. The physician proceeded to insert the rf catheter and aspirate but immediately aspirated air due to the lack of seal on the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.